Event description:
It was reported that there was foreign material exiting from the channel of the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿cleaning brush stuck in suction channel¿ was not confirmed, and the root cause could not be identified. The probable cause was that the cleaning brush used by the user had a problem or how the user passed the brush through was inadequate. Residue was not found in the inside wall of the biopsy channel. The event occurred during reprocessing process. No further information could be obtained. The following instructions for use (IFU) warns on inappropriate reprocessing: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.